Manufacturer narrative:
(B)(4). Evaluation of nine returned sterile devices were functionally tested. The needle deployment, suture retrieval and knot advancement were all successful. The device performed according to specifications; therefore, the root cause for the reported event could not be determined. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). A review of the device history record for this lot did not produce any findings relevant to this report. Additionally, nine unused representative sample devices with the same part/lot number related to this product experience are expected to be returned for evaluation. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) operator not trained by an abbott vascular representative. The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. Additionally, nine unused representative sample devices with the same part/lot number related to this product experience are expected to be returned for evaluation. A follow-up will be submitted with all relevant information.

Event description:
It was reported that a physician untrained in the use of the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, "the physician pulled the blue rail suture limb in order to close with the suture, but the blue rail exited totally from the skin." Manual compression was applied for 15 minutes to achieve hemostasis. There were no reported patient adverse effects. Though requested, no additional information was provided.